Event description:
It was reported that after completion of pulse field ablation procedure, the physician noticed an elevated right hemidiaphragm with no movement when the patient inhaled. It was unknown if this condition was present before the ablation procedure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the patient data files were returned and analyzed. The case files showed that a catheter with lot number 0012 630477 was used and a 2002 error message was received indicating that there was no r wave detected. In conclusion, the reported clinical issue of an elevated right hemidiaphragm with no movement when the patient inhaled occurred during the procedure and could not be assessed through data analysis. There was no indication that the adverse events were related to the performance or a malfunction of the product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.